Event description:
This is a spontaneous case report received from a non health care professional in (B)(6) on 05-nov-2015 which refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted on an unspecified date, for contraception. On (B)(6) 2015 the consumer experienced cramps and uterine pain. Ongoing migration of right implant was discovered on (B)(6) 2015. Corbelled right implant was also mentioned. Bilateral salpingectomy was scheduled for (B)(6) 2015. Follow-up information received on 17-nov-2015: the (B)(6) health authority ((B)(6)) case number was provided: (B)(6). Company causality comment this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and right implant migration was diagnosed. She is scheduled to have a salpingectomy. This event is serious due to medical significance and listed in the reference safety information for essure. In the present case, limited information was provided. It was mentioned that an ongoing migration of right implant was discovered, the exact position of the insert is not clear. Given the nature of this event, causality with essure cannot be excluded. This case was regarded as incident since a surgical intervention will be required. A product technical analysis and further information are expected.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Product technical complaint (ptc) investigation and final assessment were received on 21-jan-2016. The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 22-jan-2016 for the following meddra preferred term: device dislocation. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and right implant migration was diagnosed. She is scheduled to have a salpingectomy. This event is serious due to medical significance and listed in the reference safety information for essure. In the present case, limited information was provided. It was mentioned that an ongoing migration of right implant was discovered, the exact position of the insert is not clear. Given the nature of this event, causality with essure cannot be excluded. This case was regarded as incident since a surgical intervention will be required. In this case, no batch number was provided. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. No contact details provided, no further information can be obtained.